Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign objects inside the auxiliary water channel and inside the air and water nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, we could not conclusively specify the root cause of the foreign material remained in the device. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.